Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. The tip is damaged. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.